Event description:
According to the customer, the surgeon developed a "rash" that is "aggravated by repeated exposure" to the gowns that began on (B)(6) 2024, and it "appears to relate to the cuff".

Manufacturer narrative:
According to the customer, the surgeon developed a "rash" that is "aggravated by repeated exposure" to the gowns that began on (B)(6) 2024, and it "appears to relate to the cuff". The customer reported "medical intervention was necessary to treat the skin rash", and the surgeon is consulting a dermatologist. The customer reported the "skin condition resolves within 1 week of not doing surgery". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Reported lot numbers: 11021100147, 20824080014k, 20824100035k. Manufacturing dates related to the reported lot numbers: oct-21, aug-24, and oct-24.

Manufacturer narrative:
Update to a1: patient identifier. Update to d2a: common device name. Update to d4: catalog number. Update to d4: primary unique device identifier (UDI) number. In addition, medline would like to correct the lot numbers and associated manufacturing dates. Please see the corrections below: lot number: 20824100075k: manufacturing date: 10/2024. Lot number: 31124040100e: manufacturing date: 04/2024.